Manufacturer narrative:
The work report for the installation on (B)(6) 2019 shows that the customer was demonstrated how to use the stairlift and agree to show any documented users how to use the stairlift. A copy of the user manual was also provided at the time of installation. The user did not swivel the seat as instructed in the in person demonstration and the user manual. The stairlift was inspected and seat and swivel function work within specification. The customer stated that her mother normally remembered to swivel but forgot this one time. On (B)(6) 2020, the rail was extended (per the customer's request) so the chair stops on the top landing instead of over the stairs, the user no longer has to swivel to safely dismount the stairlift.

Event description:
The customer contacted acorn stairlifts, inc. (Acorn) on (B)(6) 2020 to inquire about wrapping the rail on the top landing. She wanted her mother, the user, to be able to dismount the stairlift without having to swivel. At the beginning of (B)(6), her mother forgot to swivel at the top landing. She lost her balance and fell down the stairs to the mid level landing braking her shoulder. The paramedics were called and the user was taken to the emergency room. A week after the fall the user underwent surgery to have her shoulder replaced. The customer explained her mother was normally very good at turning the chair at the top. The user was still in rehab at the time of the (B)(6) 2020 phone call. The customer wanted the top rail modified so when her mother came home she would not have to remember to swivel the chair.